Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen c5 control panel was dark and displayed nothing during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen c5 control panel was dark and displayed nothing during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the field service representative was able to reproduce the reported issue. A new touch screen was replaced it to solve the issue. Subsequent testing found no further issues. However the touch screen was returned to munich for a detailed investigation. According to inspector the reported issue could be reproduced. A supplier quality notification was initiated and the touch screen returned to the supplier for investigation. The investigation revealed in a not glowing backlight due to a malfunctioned led driver ic on the control pcb. This is considered as single fault. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.